Manufacturer narrative:
A ge oec service representative investigated the issue and isolated it to a loose connection on the top of the rtos pcb. The connector was repaired to fix the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction, as this system use was in a research facility using animal specimens.

Event description:
The ge oec 9900 fluoroscopy system rebooted three times during a procedure. No human patients involved. Research facility.